Manufacturer narrative:
(B)(4). Approximate age of device ¿ 8 months. The patient remains on lvad support with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient's lactate dehydrogenase (ldh) level had increased from the 200's to 511 u/l with a supra-therapeutic inr of 3.2. The patient reported shortness of breath and progressive fatigue and weakness. Additionally, intermittent high estimated pump flows and elevated pump powers were noted. The manufacturer's technical services representative performed a driveline evaluation and no issues were found. A ramp study echocardiogram found the left ventricle was not able to be decompressed. The patient has an oversewn aortic valve. No changes were made to the patient's anticoagulation regimen in response to the increased ldh. As of (B)(6) 2016 the patient was stable and lvad parameters were within normal limits. The tentative plan was for the patient to undergo a pump exchange, but this has not yet occurred. No additional information was reported.

Manufacturer narrative:
The report of elevated pump power and estimated flow values was confirmed based on the evaluation of the submitted log file; however, a specific cause for the reported event could not be determined through this evaluation. A full examination could not be conducted as the patient remains ongoing on pump support. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.